Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day as event onset, the patient was hospitalized for the event. On the same day as event onset, the patient began treatment with amikacin (1g, route, frequency, and duration not reported), fortum (1g, route, frequency, and duration not reported), and vancomycin (1g, every 5th day, route, and duration not reported) for peritonitis. At the time of this report, treatments with amikacin, fortum, and vancomycin were ongoing. The patient's recovery status was unknown. Dianeal therapy was ongoing. No additional information is available.